Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 446 mg/dl. The patient attempted to bolus but received a no delivery alarm. Troubleshooting for the no delivery alarm was completed. There was occlusion in the site or set. The infusion set and reservoir was changed and the patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.